Manufacturer narrative:
It was reported that following insertion the patient experienced pain, urinary problems, and recurrence. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to sui type iia.

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2005. The ethicon product implanted was not specified in the complaint. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent culdocentesis, proctosigmoidoscopy and wound vac placement on (B)(6) 2014 due to pelvic abscess.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.